Event description:
Healthcare professional reported right side "exchange with no complaint against the device." Healthcare professional later reported "hole, non-specific" and "old hematoma blood in implant." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as fold flaw opening. Hematoma: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Stress marks observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: additional observations: crease fold and wear abrasion observed on the device. Stress marks observed on the device. Observed an opening on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "exchange with no complaint against the device." Healthcare professional later reported "hole, non-specific" and "old hematoma blood in implant." The device has been explanted and replaced.